Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the pneumatic interface module(pim)(0997-00-1178). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11, d8 , d9 ,h2, h6 component code . It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a pim leak. There was no patient involvement reported. A getinge field service engineer (fse) evaluated and replaced the pim (0997-00-1178). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received part number 0997-00-1178 pim (pneumatic interface module) sn: (B)(6) with a reported unit failure of leak during pm. The fat department performed a visual inspection of this part and found that the part is in good condition. The failure analysis and testing department installed p/n: 0997-00-1178 pim (pneumatic interface module) s/n: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified that the pim failed all manifold test. The pim wasn¿t leaking. However, it failed membrane diff prs by 7 mmhg. Retaining the pim in fat department per procedure (B)(4) rev. As. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) pim is leaking. There was no patient involvement.